Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted one mitraclip was previously implanted. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted into the left atrium (la). However, while removing the dilator, the physician noticed bubbles in the aorta and left ventricle (lv). The physician removed the sgc and the bubbles disappeared. It was noted the hemostatic valve was checked and it was still working correctly. The sgc was replaced and the procedure was continued. One clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported air embolism cannot be determined; however, embolism (air) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.